Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that since about 3 months ago they started to notice their therapy turning off prior to their typical recharge session and their symptoms returned. The patient said that about 2-3 days before the last recharge session, they noticed that the implant battery depleted and then started peeing again. When asked, they said they typically recharged once a month and said they hadn't made any changes to the programming. The patient said that the last time they successfully charged was on the 23rd of last month. The patient said that last saturday therapy turned off. They said that they were in the process of scheduling an appointment to have their neurostimulator checked. The patient said that their physician left the practice and was waiting for a referral for a different physician within the same clinic. The patient was redirected to have their physician's office contact the local manufacturer representative (rep) regarding availability to be present at the appointment to help check recharge reports.